Event description:
A medical assistant at the healthcare facility notified saluda personnel a patient implanted with an evoke spinal cord stimulator, passed away on an unknown date (estimated to be around (B)(6) 2023). The cause of death and further details were not provided to saluda.